Event description:
It was reported that the patient experienced unintended sensory stimulation. The procedure was completed using the same device. No adverse consequences, no medical intervention and no delay was reported related to the event.

Event description:
It was reported that the patient experienced unintended sensory stimulation. The procedure was completed using the same device. No adverse consequences, no medical intervention and no delay was reported related to the event.

Manufacturer narrative:
The reported event could not be confirmed as the device was not returned for evaluation. Based on the information from the customer the issue was not an issue with the device, it occurred due to the use of a non-stryker grounding pad. H3 other text : device not returned

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete. (B)(4): device not returned.